Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was a connector pin observation. Per analyst comments, there were no visible setscrew marks on the pin. Blood and tissue were visible in the helix. When the blood and tissue were removed with alcohol the helix operated within specification.

Event description:
It was reported that during the implant attempt, there was placement difficulty. The helix would not extend and there was high impedance. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.